Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer's insulin pump was squirting out insulin while priming. Customer's mother also reported several no delivery alarms. The customer's blood glucose was 500 mg/dl. Customer's mother stated they will call back to troubleshoot. No additional information provided.